Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and found that the reported malfunction. Upon troubleshooting, rse found that the host pc memory issue occurred during the post process and identified a known issue with the dimms. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's functionality. To resolve the issue, on another work order, philips has initiated a medical device correction (z-1156-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.